Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified hole in the reservoir shell was the most probable cause of the reported mechanical issues as the ams 700 would not be functional after the system fluid was lost. Product analysis confirmed the reported allegation of fluid loss and mechanical issues. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 reservoir was thoroughly analyzed. Visual and microscopical inspection of the reservoir identified a fold in the shell and a leak at corner of a fold consistent with fatigue and wear. The kink resistant tubing (krt) was found to be worn down to filament. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the reservoir was removed and replaced. Upon inspection, a microscopic hole was seen in the component, causing fluid loss on the device. The cause of the puncture was not identified by the facility. The patient was stable and improved following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to mechanical issues with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the reservoir was removed and replaced. Upon inspection, a microscopic hole was seen in the component, causing fluid loss on the device. The cause of the puncture was not identified by the facility. The patient was stable and improved following the intervention.